Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a prime/fill anomaly on the insulin pump. Customer stated that when he rewinds, insulin is squirting out during the manual prime process. Customer's blood glucose was 136 mg/dl at the time of the incident. Customer stated that he was not wearing the pump during priming. Customer was not able to exit the rewind process and stated that the drive support cap was sticking out. It was explained that the possible cause of the issue was that the force sensor did not detect the reservoir during the seating process. Customer was advised that this problem will only occur during the prime/rewind process. However, the pump may not respond to an occlusion properly. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.